Event description:
The reporter called on behalf of her deceased husband. She reports that her husband had a heart ventricular assist device implanted in (B)(6) 2010 due to left heart issues. The husband has been doing well until lately it started having some mechanical issues. On (B)(6) 2012, the husband was hospitalized and a new device was implanted. On that same day, when they returned home, as usual he plugged the device in and due to some kind of malfunction, the device killed her husband. She hopes this doesn't happen to any other family out there. Her husband's sudden death has caused her so much pain and suffering.